Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 133 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent down arrow button response due to moisture damage on the keypad trace. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube, and a cracked reservoir tube window.